Event description:
Customer reports cpg temperature and cpg failure.

Manufacturer narrative:
The manufacturer is reporting the following complaint after a voluntary review of all complaints (reportable or not) since 2016. This report is being filed now, after being scrutinized under a newly revised risk matrix, recently adopted after inspection. The customer notified cardioquip that a patient was involved during the malfunction although no patient information was communicated. Cardioquip's investigation determined that the cpg pumps and cpg valves were nonfunctional. After these components were replaced, the device passed inspection and is fully operational.